Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: during investigation, the returned battery cap and the test cap were unable to be fully tightened and were difficult to remove. A battery compartment crack was found to the left of the bumper pad from the threads to the case seal. A crack was found between the case seal and the display lens corner. Correction to serial #.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was damage to the subject pump¿s battery cap. The reporter claimed that the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.